Event description:
It was reported by repair work order that the mattress will not say on the litter due to missing all velcro piles. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.